Event description:
El houshiemy m, bsat sa, el ghazal r, et al. Trigeminal neuralgia secondary to onyx embolization of a right occipital arteriovenous malformation. Surgical neurology international. 2021;12:318. Doi:10.25259/sni_379_2021. Medtronic literature review found a report of patient complications in association with onyx liquid embolic. The purpose of this article was to report a case as an example of a rare complication and how to resolve it. The patient, who had a history of right occipital arteriovenous malformation (avm) treated by onyx endovascular embolization 3 years prior, presented with severe right-sided trigeminal neuralgia and occipital lobe visual seizures. Embolization was done and right h emifacial pain began after it. They failed three lines of medical treatment since then and had been maintained on carbamazepine 800 mg twice daily with no improvement in pain. They underwent a diagnostic cerebral angiography which showed total occlusion of the previously embolized avm along with distal occlusion of the right posterior cerebellar artery and superior cerebellar artery (sca). No other abnormalities were detected in the posterior circulation. Subsequent brain MRI showed the previously embolized avm in the right occipital lobe, along with no evidence of a vascular loop impinging on the right trigeminal nerve that may explain their trigeminal neuralgia. The decision was made to surgically intervene for exploration and microvascular decompression (mvd) of the trigeminal nerve root, which was found to be compressed by the previously embolized superior cerebellar artery. The procedure was successful and full symptomatic resolution was immediately achieved.

Manufacturer narrative:
G2: citation: authors: el houshiemy, m., bsat, s. A., el ghazal, r., moussalem, c., amine, a., kawtharani, s., halaoui, a., assi, h., & darwish, h.. Trigeminal neuralgia secondary to onyx embolization of a right occipital arteriovenous malformation. Surgical neurology international 12:318 2021. Doi:10.25259/sni_379_2021. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.